Event description:
Complainant alleged that the device keeps powering off. There was no indication of any pt involvement in the reported malfunction. The customer was contacted in an attempt to obtain additional event info. There was no additional event info available.